Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door kept clicking and frequently failed to operate. A field service engineer proactively replaced all tower door latches and performed function checks to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.